Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to fluid loss from the device. The aus was explanted and replaced. There is no additional information reported.